Manufacturer narrative:
Manufacturing review: a DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one equistream d/l catheter along with tunneler, peel-apart sheath and dilator, and two additional dilators were returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the proximal end of the plastic tip of the tunneler was broken off. The plastic tip fragment was not received. The definitive root cause for the reported damaged tunneler issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that prior to hemodialysis catheter placement, the tunneler tip broke off and was rendered unusable. It was further reported that another device was used to perform the procedure. There was no reported patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to hemodialysis catheter placement, the tunneler tip broke off and was rendered unusable. It was further reported that another device was used to perform the procedure. There was no reported patient contact.